Event description:
The astral 100 ventilator was giving my son a CPAP pressure of 3 instead of 6 like the ventilator prescription was set to. This happened from the start of his pressures being put down to this. Months later while in use the ventilator then changed back to the actually blow out pressure of 6 and my son cannot handle this. The vent did not alarm or tell us that the pressure was 3 instead of 6. My son has now been in hospital for 9 days/nights. He cannot handle the CPAP pressure of 6 anymore as he has somehow adjusted to the pressure of 6. Due to his age and size, doctors are not happy for him to be on this low setting and he cannot handle the 6 pressure they want him on, therefore we are now in an awful situation as the hospital will not let us go home until he goes up to the CPAP pressure of 6 that he can not tolerate. Really concerned for other children who this can affect without alarm or actual correct readings. I am also infuriated that my son cannot leave hospital now and as I have stood by what he cannot handle, I have had a safeguarding report put in against me as a parent. Please contact for details as vent is through the (B)(6). FDA safety report ID #(B)(4).